Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a follow up via remote. He right ventricular lead exhibited low sensing and high ventricular rate, which was possible oversensing of noise via merlin.net. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.